Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited low, out of range shock impedances. The patient was seen in clinic for follow up. The source of the out of range measurement was not determined. No abnormality was found. All impedances were within normal range. The patient will continue with the normal scheduled three month follow ups. No adverse patient effects have been reported. The lead remains in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.

Event description:
Subsequent information indicates that this device was explanted. The device was returned for analysis.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.